Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported receiving low battery longevity from the insulin pump, and that the insulin pump was shutting off and saying off no power without a low battery alert. The customer was advised to return the insulin pump for analysis and a replacement. The customer's reported blood glucose value was 377 mg/dl; the customer reported treating with the insulin pump. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.